Event description:
It was reported that the implantable neurostimulator was explanted due to infection (date not reported). No pt symptoms were reported. Device registration system shows that a new deep brain stimulator was implanted. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.